Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is rec'd, a f/u report will be submitted. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e360 (screw rotation error) error code. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, a specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an e630 (screw rotation error) error code. No add'l info was provided.